Manufacturer narrative:
Lot 08157 of panocell-10 expired prior to the customer's report to immucor (expiry was april 27, 2018); therefore investigational product testing could not be performed. No relevant testing was performed while the product was in date. On 01jun2018 a DHR review was performed to confirm the presence e and jkb antigen prior to release to market. The review confirmed the presence of the antigens at the time of release. The product reacted as expected. All other specifications were deemed acceptable by DHR quality.

Event description:
On 23may2018, a customer site reported an unexpectedly negative result outcome by test tube method, using panocell-10, when tested on (B)(6) 2018.